Manufacturer narrative:
The subject device was returned for investigation with the basket wire had been removed. Misalignment of the coil was observed at the distal end of the coil sheath. The coil sheath was severed approximately 1600 mm from the distal end of the insertion portion. The basket wire was returned with a tube that appeared to be the other company¿s product. The operation pipe was broken at the joint of the operation wire. The condition of the brazing area presented no abnormalities. The result of the outer diameter measurement also presented no abnormalities. The operation wire was severed approximately 965 mm from the distal end. Also, the operation wire was severed at 1660 mm from the distal end. The manufacturing record was reviewed and found no irregularities. Due to various factors such as the size, hardness or shape of the calculus, a load beyond the resistance strength might have applied to the product during the lithotripsy. As a result, the operation pipe possibly broke. Since the operation pipe was broken, the basket could not be moved. However, the exact cause of the reported event could not be determined. The above device handling has warned in the instruction manual as follows. *do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during an endoscopic mechanical lithotripsy using the subject device the following event occurred. *when the user tried to crush the stone by rotating the knob of maj-440 (bml handle) with the stone engaged inside the basket, the wire of the subject device was broken off at about 30 cm from the proximal side. As a result, the device could not be removed from the patient body. The facility did not have the emergency lithotriptor bml-110a-1. On the day of the event, the distributor delivered bml-110a-1 to the facility, but it was not used because the patient was transferred from the fluoroscopy room to another room. The patient underwent surgery two days later. The patient's condition is fine.